Event description:
After the catheter was placed, the physician noticed that the cuff was placed too deep. The line was pulled back to reposition, when the cuff came off the line. No other information provided.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. The cuff detached from the aspira pleural drainage catheter. A microscopic examination of the catheter revealed residual adhesive on the external surface of the tube where the cuff had been attached. The adhesive exhibited a fibrous texture, which indicates that the cuff had been attached. It was reported that the cuff detached during placement. It is unk if the catheter was forced during placement. The cuff can separate from the catheter if it is subjected to excessive stress. The product IFU warns, "do not use excessive force on the valve or catheter. Excessive force or incorrect usage may damage the device, or cause accidental catheter dislodgement." A chr of lot #rete0861 showed no other similar product complaint(s) from this lot number.